Manufacturer narrative:
A follow up medwatch will be submitted at the completion of the investigation.

Event description:
It was reported that a 7.5 f 12 cm fast cath hemostasis introducer sheath was used during an ep study in the right femoral vein puncture site. Two other introducer sheaths shared this same puncture site. A 6f catheter had been inserted through the introducer sheath. Upon completion of the ep study the catheter was removed from the sheath. When removing the sheath, there was resistance. The hemostasis valve had separated from the shaft of the sheath which remained in the vein. The patient underwent surgical intervention to remove this portion of the sheath via a venous cut down where they were able to snare the sheath. Manual compression was applied for 45 minutes and the patient developed ecchymosis at the right femoral vein puncture site. The patient's condition was reported to be stable. The patient was not taking any anti-coagulant medication. No additional information was available.